Event description:
Customer reportedly obtained results of hi and 258 mg/dl on the aviva system within 10 mins. No treatment info provided. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.